Manufacturer narrative:
Date of event - estimated based on aware date of (B)(6) 2020.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. The patient currently has metastatic cancer, and echo imaging was performed for reasons regarding the cancer prognosis. During the echo imaging, a thrombus was seen on the face of the device. The physician suspected some kind of endocarditis. No further intervention has been taken at this time. The physician team is discussing the patient's prognosis and the necessity to intervene.